Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath prior to an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to preplace a suture. The ablation procedure was completed. Hemostasis was achieved with the preplace suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.